Event description:
The pt reported that there was no power to the pump. There is no visible pump damage.

Manufacturer narrative:
The pump was not returned to animas. If the pump is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.